Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
Asku

Manufacturer narrative:
Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The data showed there was oversensing as indicated by 67 ventricular high rate episodes noted on s2d, which appear to be non-physiologic in nature. In addition there was an increase in impedance/resistance. The impedance increased from approximately 450 ohms to approximately 800 ohms in ventricular lead, starting around the week of (B)(6) 2011. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced dizziness. There were sixty-seven ventricular high rate episodes detected that appear to be nonphysiologic and occur when the patient is pacing. As a result, the patient is pausing in ventricular pacing. In addition, there have been impedance changes noting a wider variation from 400-800 ohms. The lead remains in use. No further patient complications have been reported as a result of this event.